Event description:
The dentist reported that 1 month after the dental implant was placed in intra region #19, it was verified its non-osseointegration; 50 ncm of primary stability was achieved and pt has low bone quality/quantity.